Manufacturer narrative:
Lift motor coupler.

Event description:
It was reported by service report that the foot end lift was not lowering all the way down. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.